Manufacturer narrative:
The siemens technical service center (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The cause of the discordant vancomycin result is unknown. The customer successfully repeated the sample, which resulted within the patients expected range. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated vancomycin result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The customer repeated the sample and a new sample on the same instrument, both resulting lower. The corrected vancomycin result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.